Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
As reported to coloplast, though not verified, in (B)(6) 2014 the patient had been experiencing recurrent stage three anterior pelvic organ prolapse. It was noted, ¿removal of abdominal mesh. Restorelle y mesh under general anesthesia.¿ in (B)(6) 2017 the patient was experiencing stage two anterior prolapse, urge urinary incontinence, myofascial pain, frequency, and nocturia. Between august and october 2017 the patient was undergoing physical therapy for urinary incontinence, and was experiencing urinary frequency, nocturia, and recurrent prolapse.